Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested and no failures were observed when pressing, selecting or changing parameters on the user interface screen. The device passed all testing. The reported event could not be duplicated.

Event description:
It was reported that the ventilator touchscreen was unresponsive when pressed. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.